Event description:
It was reported that post a successful da vinci si hysterectomy procedure, the tip on the vessel sealing instrument was observed broken. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the wrist dislocated at joint 1 and joint 3 and has a broken cable at the distal end. A smear on the tube adapter wrist edge was observed at the cable break location, but no corresponding smear was found on the opposite disc edge. A small amount of debris was found in the garage and blade track; however, during functional testing the blade did not move out without the use of a wrench, and appears to be impeded in the garage. At end of the blade travel, a high resistance was noticed during wrenching and the motor chassis mounting screw is loose. The instrument failed the self check due to the jammed blade. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.